Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, and the malfunction code did not recur after the reset. However, the customer was still unable to interact with the pump following this resolution. No additional information was received regarding the outcome of the event.